Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, priming the pump. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-431ag, mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-342, mmt-431ag. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or prime/fill anomaly noted during testing. Unit successfully downloaded to thump. Pump error 37 alarm on (B)(6) 2025 20:34:26.000 and pump error 38 alarm on (B)(6) 2025 20:36:51.000 were found in the history files. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025: 21:33:12.000 priming and 22:04:30.000 priming; in pump downloaded history. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case, and pillowing keypad overlay. Unexpected insulin flow blocked alarm was not confirmed. Prime/fill anomaly was not confirmed. Pump error 37 and pump error 38 were confirmed in the history files and due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.